Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No anomaly noted when installing or removing the original battery cap . No damage noted on the original battery cap. Device had minor scratched display window, a small crack on the display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 633 mg/dl at the time of incident. Other relevant blood glucose level was 200 mg/dl. Based on customer report customer does allege pump was under delivering. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The insulin pump will be returned for analysis.